Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 171 mg/dl. The customer stated that she has been having a chronic problem with air in her line. The customer stated that she does not work in an area with a freezer or if the weather is really cold. The customer stated that she wears her pump in her bra and under a lot of blankets at night. The customer stated that there are air bubbles about 9 inches from the quick release. The customer stated that the approximate size of the air bubbles is 1 1/2 inch in length. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised to deliver a 5unit fixed prime until the air bubbles are no longer visible. The customer declined to troubleshoot further.